Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification, alongside random manual power ons, up to the 26th september 2010. The pad-pak was removed from the device on six occasions, totalling 40 months approximately between (B)(6) 2010 and (B)(6) 2014. Multiple manual power ups, some of ten minutes duration, were observed in the device memory between the (B)(6) 2014. The pad-pak was again removed on two occasions, totally approximately six months between (B)(6) 2014 and (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured recorded would confirm a failing membrane. The green status led was found to be constantly lit between flashes. This is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.